Event description:
It was reported that the applier jaws were found misaligned before use. Also, the applier jaw pin was loose. Therefore, a new unit was used instead". No patient involvement. Associated MDR # 3011137372-2024-00211.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) piece order produced in march of 2023, from lot number 06g2251744. It was found that this order was made from the correct materials and components, and all approved processes were followed. Sample part returned and it was confirmed after evaluation by a subject matter expert that the jaws are bent, which is resulting in the part not being able to load the clip properly. A complete DHR for the alleged defective medical device was reviewed and found complete without any irregularities, and that this undesirable condition is suspected to have happened at end user. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the applier jaws were found misaligned before use. Also, the applier jaw pin was loose. Therefore, a new unit was used instead". No patient involvement. See associated MDR #3011137372-2024-00211.